Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited difficulty being inserted into the vein. Upon inspection, the lead curve appeared damaged. The lead was not used and replaced with no adverse event to the patient.